Event description:
It was reported that (2) devices were used during a coelio procedure. It was reported by the affiliate that the al326 clips would not deliver. Another device was used to complete the case. There was no consequence to the pt.